Event description:
--

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted that the complete lead was returned with the helix retracted. Dried blood and tissue were noted in the helix. Examination and physicial operation of the helix mechanism noted no signs of damage or defect. Resistance and pressure tests were completed to assess the lead's electrical performance and insulation integrity. Measurements throughout these tests were within normal limits.

Event description:
Boston scientific crm received information from a boston scientific field representative that this patient experienced a perforation during attempted implant of a right ventricular defibrillation lead. This lead was implanted, but removed after unsatisfactory lead measurements were obtained. An rv lead from another manufacturer was implanted, but also yielded unsatisfactory measurements. At that time, the patient's blood pressure and heart rate dropped, and the lead was removed. The device pocket was surgically closed, and the patient's medical condition was stabilized prior to transport to a critical care unit. There were no additional adverse effects. No lead or device was subsequently implanted.

Manufacturer narrative:
This report will be updated if additional information is received.